Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the control iq software intermittently did not adjust insulin delivery as intended. There was no impact to the customer's blood glucose level. A pump reset was performed to address the issue. Customer continued to use the pump for insulin therapy.